Event description:
It was reported that a patient required initial revision surgery due to a breakdown of the graft and csf leak. Further clarification reported that sutures were used to repair the leakage. The patient then required a second revision surgery after a hole and csf leak were noticed. The graft was removed and replaced with auto graft from the patient's leg. The patient was reported to be healing well.